Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the handpiece device stopped working when pressure was applied. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device stopped working when pressure was applied was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a cut in the outer cable near the connector end. It was determined that the v shape cut in the outer hose appears to have been caused by it being pinched, from being clamped to the surgical drapes, or a pair of tweezers at the customer site. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.